Manufacturer narrative:
It is indicated that product is not returning for evaluation. Therefore, an investigation of the complaint to determine root cause cannot be completed. Retain strip testing results met both accuracy and strip repeatability criteria. A review of the manufacturer record for the lot did not uncover any relevant non-conformance. Lot meets release specification. Root cause could not be determined from the info provided by the customer. (B)(4) was opened to investigate discrepancies in which the inratio result is 4 or more inr units below the reference result. This issue will be subject to tracking and trending.

Event description:
Caller alleging receiving discrepant low inratio value. On (B)(6) 2014; coagucheck 7.4; inratio 3.4. Thirty minutes between testing. Patient's therapeutic range 2-3. The patient was diagnosed with a hematoma afer the coagucheck result. Her physician discontinued her coumadin and aspirin after receiving the coagucheck result. The physician said the bruising was an indication there was a bleeding issue.